Event description:
It was reported that the right ventricular lead had high thresholds. The lead was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the proximal segment of the lead was returned and analyzed with no anomalies found. There was blood/body fluid and a breached cut on the outer tubing overlay. The outer insulation had a cosmetic depression and there was apparent explant damage.